Manufacturer narrative:
Additional information: d4, h4, h11. The device history record for lot 30286043 was reviewed and the product was produced according to product specifications. All information reasonably known as of 25 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2024-00130 for the second report. It was reported, when placed in the patient with introducer placement kits (ipk) the balloon burst after one day. They had to change it, keeping the patient in the hospital for one more day due to the closing of the stoma. It was necessary to give more medicines to the patient and change for a new percutaneous gastrostomy some days after. Per additional information received on 4jul2024, the first procedure with the with introducer placement kits (ipk) occurred on (B)(6) 2024. The balloon burst on (B)(6) 2024 and was unable to be replaced due to stoma closure. On (B)(6) 2024, a new mic feeding tube was placed with the same introducer placement kits (ipk) technique.